Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A physician reported that, on (B)(6) 2025, the patient was examined due to complaints of pain and discharge in the stoma area. The patient was diagnosed with a stoma infection and treated with 500mg of oral cipro 2x1, 500mg of oral flagyl 3x1, and dressing changes x 1. Duodopa therapy was interrupted for 15 days.